Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; endovascular in situ fenestration technique of aortic arch pathology: a systematic review and meta-analysis li et al, ann vasc surg 2021; 76: 472¿480 https://doi.org/10.1016/j.avsg.2020.12.021 there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant and talent stent grafts were implanted in conjunction with non mdt stent grafts during the endovascular treatment of thoracic aneurysms, thoracic dissections, intramural hematomas and penetrating ulcers using an in situ fenestration (isf) technique on unknown dates. The following adverse events were reported: stroke, dissection, left brachial artery hematoma, paraplegia, lsa stenosis, access related complication, renal failure, aorto-oesophageal fistula pneumonia, intervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death.